Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from a small hole in the bag. This was identified while in use on a patient. The tpn infusion was discontinued due to the leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.